Event description:
The customer observed non-repeatable false reactive vitros anti-hbs results for multiple patient samples processed on a vitros eciq immunodiagnostic system. All the patient samples involved produced negative results when repeated on the same eciq system. False reactive results may lead to inappropriate physician action. A single false reactive result was reported, and a corrected report was sent to the physician. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Ocd field service investigated and decontaminated and performed adjustments to the incubator subsystem, returning the vitros eci to intended operation. The investigation determined the most likely cause of the false reactive anti hbs results was instrument related; however; user error due to poor analyzer maintenance leading to a contaminated incubator may have contributed to false reactive results in the vitros anti hbs assay. Following the service activity, no further occurrences of the false reactive anti hbs results have been observed.